Event description:
It was reported that during the implant procedure the patient went into cardiac arrest due to confusion as to which lead was ventricular versus atrial. Due to the lead font size and the background color being the same as the font color, the serial numbers were unreadable. The right ventricular (rv) lead and the right atrial (ra) lead were implanted and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).